Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180-200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer changed supplies to address the issues and insulin delivery was resumed. As well as, the customer experienced an elevated blood glucose (bg) of "high" on the continuous glucose monitor. Customer changed the infusion set and cartridge to address the "high" blood glucose level.